Event description:
It was reported that the patient went to the hospital after feeling a shock. Interrogation revealed several episodes of svt and one episode in the ventricular tachycardia zone, due to atrial fibrillation with rapid ventricular response. This episode was treated with ineffective atp and high voltage shock. The physician started the patient on antiarrhythmic therapy and nor further episodes were seen. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.